Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose has been over 300 mg/dl. The customer stated they have changed their infusion set three times, but their high blood glucose persist. The customer stated they did not have any symptoms of high blood glucose. Troubleshooting was able to confirm insulin exited from the tubing. The customer's alarm history also showed a no delivery alarm had occurred. Customer stated the alarm was resolved by an infusion set change. It was also found the customer did not have a bent cannula. The customer was advised to change out their set, insulin, and reservoir. No additional information provided.